Event description:
The customer reported a charger failed error was displayed during an exposure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery pack. (B)(4).